Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the reported alarm issue. Also, a review of event trace revealed multiple "ln vent1", "bat low" and "bat mpt" conditions. All testing was performed using a good known test ac adapter. When the ventilator was plugged in with an ac adapter, the ventilator displayed a solid red led on charge status. The ventilators internal battery voltage output reads 4.2v. Installed a good known test battery and charge status led was solid green. The ventilator passed the battery duration test with a good known test internal battery. Carefusion changed the internal battery to correct the issues discovered on the event trace review.

Event description:
It was reported by the customer that the ventilator was alarming "failed ft". While in service, it was discovered that the event trace had multiple ln vent1 errors, which means the ventilator shut down unexpectedly. At the time of this error, the ventilator was not on a patient, therefore there was no patient harm.